Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Lot number : unknown. UDI : unknown. Catalog: unknown. If implanted; give date: n/a. The viscoelastic is not an implantable device. If explanted; give date: n/a. The viscoelastic is not an implantable device; therefore, not explanted. (B)(6). (B)(4). Device evaluation: since no sample was returned for investigation product evaluation is not performed and a product deficiency is not confirmed. Manufacturing records review: manufacturing record review cannot be performed since the lot number is unknown. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a cataract procedure using viscoelastic healon gv pro was done. Procedure done without any complications. Visible ovd removed extra carefully due patient condition, glaucoma capsulare. The first post op check presented (intraocular pressure) iop measured- 50. Pressure normalized with needling. The second post op check presented pressure that rose again at level 50. Pressure normalized with needling. Third post. Op check iop level 50. Pressure normalized with needling. Trabeculectomy planned and proceeded. Secondary operation without any complications done. Check pressure level normalized. All information available were submitted.